Manufacturer narrative:
Initial reporter telephone: (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. Although, attempts were made, no additional information was provided.

Manufacturer narrative:
Through follow up, the surgery center indicated there was no visual loss or any other problem in the post operative. The corneal burn occurred in the first surgery with the new phaco and "it have been made other cataract surgeries with softer core and it is everything fine". The surgery center is not using the ice feature. All pertinent information available to abbott medical optics has been submitted.